Manufacturer narrative:
D10. Concomitants: humeral stem or stemless 3000110. Reverse humeral liner 3203800. Reverse glenosphere 3200638. Reverse glenosphere baseplate 3201502.

Event description:
It was reported via clinical study that the 63 yo male patient experienced an intra-op calcar/humeral fracture. The action taken was ¿orif with cable during surgery.¿ the outcome was last known as continuing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6 MDR section codes updated/corrected: a, b, c, d, f, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.